Manufacturer narrative:
The software analysis found that the behavior described is the intended behavior of the software. Software is functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the screws were determined not to be placed inaccurately. The site reportedly navigated a line projection of the instrument instead of the screw.

Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: 9733686, version #: 2.1. Foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The manufacture date was not available at the time of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system lost accuracy during the procedure. The site stated that during the procedure the screws were approximately 4 cm too far from the target (in the direction of the screw driver). Troubleshooting was performed and the site had two screw drivers. When opening the navigator, the standard profile used a driver as an instrument. The issue was re-produced as described by the site. When the manufacturer representative changed the driver to "drv. Lgtd.", the screw was shown in correct location. The rep does not known how it was possible to verify the wrong instrument. It was confirmed that the wrong driver was selected and that is what caused the issue. There was no delay to the procedure. No impact on patient outcome.